Manufacturer narrative:
The device was returned for evaluation and the customers allegation was confirmed. It was noted that the air/water supply volume and water removal ability did not meet standard value due to clogging of the nozzle. It was also noted water tightness was lost due to wear of switch 1 and the paint on the scope cylinder and plate was peeled. There were scratches noted throughout the device. The universal cord had wrinkle and the control unit had discoloration. The scope connector was dirty due to water leakage and the adhesive on the bending section rubber had a chip. The play of the up/down knob and the bending angle in the up direction were out of standard value due to wear of the angle wire. A review of the device history record found no deviations that could have caused or contributed to the reported issue. There was no indication that the event was caused by a misuse or that the event was related to design of the device. Repair history was reviewed and no issues were found related to the reported event. Although the defects found during evaluation were confirmed, the foreign material in the nozzle could not be specified, there was no physical damage where the foreign material was found, and there were no reported reprocessing deviations from the IFU. A definitive root cause of the foreign material in the nozzle could not be identified. If additional information becomes available at a later date, this report will be supplemented. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported to olympus, that the evis lucera elite gastrointestinal videoscope had poor air supply. The issue occurred during inspection for use. Inspection and testing of the returned device found that the nozzle had foreign objects. There were no reports harm associated with the event. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.